Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had high blood glucose of 400 mg/dl at the time of the incident and current blood glucose was 260 mg/dl. The customer stated that, her blood glucose shot up to 400 mg/dl yesterday after eating lasagna and prior it was 122 mg/dl and would not go down, she gave boluses with pump and she added a few extra carbs to try and get it to go down. The blood glucose was 120 mg/dl this morning and current sensor glucose was 190 mg/dl on the pump and blood glucose is 171 mg/dl. Customer has suspend before low alert just now at sensor glucose of 103 mg/dl. The current sensor glucose was 90 mg/dl, 80 mg/dl and then 118 mg/dl. Ran through high pressure test and pump passed alarmed insulin flow blocked. The recent blood glucose values were 131 mg/dl and the 122 mg/dl. Customer declined troubleshooting for high blood glucose, suspend before low, calibration not accepted, sensor updating, sensor glucose verses blood glucose, and change sensor. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The aware date provided with the initial report was incorrect. The correct information has been provided with this report.

Manufacturer narrative:
The supplemental report submitted on january 28, 2019 had the incorrect aware date. The correct aware date is january 9, 2018. The correct information has been provided with this report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The information provided that the date of event with the initial report was incorrect. The correct information has been included with this report the information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report.

Event description:
The information provided that the date of event with the initial report was incorrect. The correct information has been included with this report.